Event description:
During follow-up, a high voltage charging timeout was observed on the device. Device explant and replacement was anticipated. The patient was in stable condition and there were no adverse consequences.